Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.biomed ran an event trace and found multiple examples of hw fault 46 and 107. The customer was advised that the hybrid board should be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
The customer reported to vyaire medical that the revel ventilator had a 'bad blower,' but no other information about the problem was provided. Furthermore, there was no patient associated with the reported event.